Event description:
It was reported that the patient¿s coverage was inadequate. It was noted that a surgical trial was being done to improve coverage. It was further noted that if coverage was better the lead would be hooked up to the generator and if not the system will be removed. Additional information received reported that the patient had the lead and generator replaced. It was noted that the patient was not having an issue with the generator but that the physician wanted everything replaced. It was further noted that since the implant the patient was receiving coverage in the areas that she had pain. Additional information received reported that the leads were not defective. It was noted that they were just not in the right place for the patient. It was further noted that the generator was working fine.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger. (B)(4).